Event description:
Update avoe 17-sep-2024: it was confirmed that the device broke outside of the patient, and nothing had to be retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a lower ankle joint arthrodesis surgery the device ar-13225 (lot: 6672108) was used and was hard to rotate and ultimately broke. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully without the device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.